Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator turns on by itself, and cannot be powered off manually. There was no patient involvement when the issue occurred. There was no patient or user harm reported. During troubleshooting, it was reported that the customer verified that the device can be powered on with the battery disconnected, and only ac (alternating current) power connected. The philips remote service engineer advised the customer to replace the power management board. The customer was provided with the part number for replacement.

Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Manufacturer narrative:
A follow up was performed with the customer, and it was reported that the user interface assembly and the on/off switch membrane were replaced to resolve the issue.